Event description:
During the device evaluation, the gastrointestinal videoscope displayed a noised screen. There was no patient involve.d

Manufacturer narrative:
Based on the completed investigation, it was determined that a corroded contact pin within the universal plug unit caused the noisy screen. The exact root cause could not be established; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.